Manufacturer narrative:
.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, and it was determined on 12/04/2012 that the mesh had eroded into the vagina. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh complications, dyspareunia, erosion, and pelvic pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy with perivaginal, posterior colporrhaphy, and limited cystoscopy due to pop and sui.